Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
Additional narrative: functional testing of the submitted device replicated the reported non-locking condition. The overall condition of the returned device heavy usage. The root cause is being attributed to product wear out. Based on the determination of product wear out as the root cause, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The impactor handle and tip do not connect. The broach handle does not lock in broaches.